Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was subsequently explanted. The patient condition after the procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.